Manufacturer narrative:
Additional concomitant medical products: dtba1d1 crt-d; implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and left ventricular (lv) leads were exhibiting high thresholds. The ra lead was capped and replaced while the lv lead was removed but not replaced until a later date. No patient complications have been reported as a result of this event.